Event description:
An optometrist reported a patient experiencing dizziness after reading but the dizziness ceases when she wears glasses to correct near vision. The patient had bilateral intraocular lens (iol) implant surgery over one year ago. There are two medical device reports with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 10/15/2008 and by phone on 10/27/2008 and 10/28/2008. A completed questionnaire was received on 11/03/2008.